Manufacturer narrative:
Additional information: (sensor serial number) has been updated based on the returned product. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on the returned sensor patch and no issues were observed. Visual inspection performed on plug assembly and the plug was seated correctly. Data was successfully extracted using approved software. The sensor was found to be in state 6 (abnormal termination). Further investigation is pending at this time. A final report will be submitted once additional information is received.

Event description:
Customer's father reported the customer (a child of 12 years) received a "scan again in 10" and "replace sensor" message after 7 days of wearing the adc freestyle libre sensor. It was further reported the customer experienced symptoms described as convulsions, "haggard eyes", and a loss of consciousness. A capillary result of 26 mg/dl was obtained (device unspecified) and a family member treated the customer with "powdered sugar" gradually until he regained consciousness and his blood glucose result read 46 mg/dl (device unspecified). No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's father reported the customer (a child of (B)(6)) received a "scan again in 10" and "replace sensor" message after 7 days of wearing the adc freestyle libre sensor. It was further reported the customer experienced symptoms described as convulsions, "haggard eyes", and a loss of consciousness. A capillary result of 26 mg/dl was obtained (device unspecified) and a family member treated the customer with "powdered sugar" gradually until he regained consciousness and his blood glucose result read 46 mg/dl (device unspecified). No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Additional investigation has been performed. Visually inspected the returned sensor puck and sensor plug for any signs of damage or issues with the external components. There was no physical damage observed on the puck, sensor plug, or sensor during visual inspection. The puck was de-cased and the battery and battery contacts were inspected, no issues were observed. The battery contact and battery height was measured and even though, the battery height is slightly out of specification it is not the cause of the brownout reset as the interference is still as expected and the battery contact was not lifted from the pcba (printed circuit board assembly). The battery voltage was measured using multimeter and the battery voltage was within specification. A visual inspection of the printed circuit board assembly (pcba) was performed and contamination was observed on the battery contacts. Battery contacts were cleaned and the puck was retested. Results were within product specifications. Therefore it is likely this contamination caused an intermittent battery connection and resulted in a brownout reset. The issue is confirmed.

Event description:
Customer's father reported the customer (a child of (B)(6)) received a "scan again in 10" and "replace sensor" message after 7 days of wearing the adc freestyle libre sensor. It was further reported the customer experienced symptoms described as convulsions, "haggard eyes", and a loss of consciousness. A capillary result of 26 mg/dl was obtained (device unspecified) and a family member treated the customer with "powdered sugar" gradually until he regained consciousness and his blood glucose result read 46 mg/dl (device unspecified). No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Additional investigation has been performed. Visually inspected the returned sensor puck and sensor plug for any signs of damage or issues with the external components. There was no physical damage observed on the puck, sensor plug, or sensor during visual inspection. The puck was de-cased and the battery and battery contacts were inspected, no issues were observed. The battery contact and battery height was measured and even though, the battery height is slightly out of specification it is not the cause of the brownout reset as the interference is still as expected and the battery contact was not lifted from the pcba (printed circuit board assembly). The battery voltage was measured using multimeter and the battery voltage was within specification. A visual inspection of the printed circuit board assembly (pcba) was performed and contamination was observed on the battery contacts. Battery contacts were cleaned and the puck was retested. Results were within product specifications. Therefore it is likely this contamination caused an intermittent battery connection and resulted in a brownout reset. The issue is confirmed. Note: this follow-up report contains the same information as reported in follow-up 2, however due to not receiving the acknowledgments related to follow-up 2 this report is being submitted to ensure the information has been received by the FDA in a timely manner.

Event description:
Customer's father reported the customer (a child of (B)(6)) received a "scan again in 10" and "replace sensor" message after 7 days of wearing the adc freestyle libre sensor. It was further reported the customer experienced symptoms described as convulsions, "haggard eyes", and a loss of consciousness. A capillary result of 26 mg/dl was obtained (device unspecified) and a family member treated the customer with "powdered sugar" gradually until he regained consciousness and his blood glucose result read 46 mg/dl (device unspecified). No further treatment was reported. There was no report of death or permanent impairment associated with this event.